Manufacturer narrative:
The affected device was available for investigation by the manufacturer. In the test in the medical repair center the reported error could be reproduced. The unit repeatedly performed warmstarts and generated a loud audible alarm at the same time. The technical analysis of the device has shown that the movement of the valve of the air mixer cartridge was restricted. The resulted in an increased power consumption and led to an overload of the power supply. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart an emergency-breathing valve would open allowing for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down and had a dark screen during ventilation in bipap mode. After the restart, error codes 10.99.112 and 13.01.040 were displayed. According to the user, the device has not generated an alarm, but this could not be stated with certainty. The patient was not injured.